Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was programmed to left ventricular (lv) lead only, however device data revealed 19% right ventricular (rv) pacing and 98% lv pacing. Rv trend was programmed on, thus there was rv pacing during right ventricular auto-threshold (rvat) tests. Rv total counts were approximately 1,500 beats (with 300 total paced events), versus a lv total count of 100,000. Device data also contained a pacemaker mediated tachycardia (pmt) episode, and pmt algorithm successfully terminated the rhythm. However, this was a false positive pmt due to sinus tachycardia at around 130 beats per minute (bpm). Additional information received approximately 4 months later reported that this patient experienced a syncopal episode and fell. The lv threshold measurement was 2.7v, however lv output was programmed to 2.5v trend. Technical services (ts) discussed that lv only pacing should not be used for dependent patients, and that rv back up pacing was not provided outside of autothreshold tests and atrial tachy response (atr) episodes unless the lv inhibited. Review of device data revealed unsuccessful rvat and left ventricular auto-threshold (lvat) tests over the last six months. It was noted that lv only typically occurred with smart delay, usually with an indication of intrinsic av conduction. Some delay was observed on the lv electrogram (egm) on some of the presenting, but appeared intermittent. Further lv evaluation was recommended. The patient was seen in clinic the following day and lv output was increased to 4v, however the device remained programmed to lv only. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) system stored additional pacemaker mediated tachycardia (pmt) episodes and the rhythm appeared atrial or sinus driven. Lead testing results were within normal limits and no programming changes were required. This crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was programmed to left ventricular (lv) lead only, however device data revealed 19% right ventricular (rv) pacing and 98% lv pacing. Rv trend was programmed on, thus there was rv pacing during right ventricular auto-threshold (rvat) tests. Rv total counts were approximately 1,500 beats (with 300 total paced events), versus a lv total count of (B)(4). Device data also contained a pacemaker mediated tachycardia (pmt) episode, and pmt algorithm successfully terminated the rhythm. However, this was a false positive pmt due to sinus tachycardia at around 130 beats per minute (bpm). Additional information received approximately 4 months later reported that this patient experienced a syncopal episode and fell. The lv threshold measurement was 2.7v, however lv output was programmed to 2.5v trend. Technical services (ts) discussed that lv only pacing should not be used for dependent patients, and that rv back up pacing was not provided outside of autothreshold tests and atrial tachy response (atr) episodes unless the lv inhibited. Review of device data revealed unsuccessful rvat and left ventricular auto-threshold (lvat) tests over the last six months. It was noted that lv only typically occurred with smart delay, usually with an indication of intrinsic av conduction. Some delay was observed on the lv electrogram (egm) on some of the presenting, but appeared intermittent. Further lv evaluation was recommended. The patient was seen in clinic the following day and lv output was increased to 4v, however the device remained programmed to lv only. This crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.